Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Related manufacturer reference number: 1627487-2020-21796. It was reported the patient experienced ineffective stimulation due to migration of two right sided leads, as verified by x-rays. Reprogramming attempts were unsuccessful. To address the issue, the physician trialed scs leads on (B)(6) 2020 with success.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Follow up information identified the physician implanted the new scs leads (B)(6) 2020 after the successful scs trial. The patient reports effective therapy. No further intervention is planned for the drg system.